Event description:
It was reported that the atrial device dislodged from the implant position and migrated to the left femoral vein. The event was confirmed via diagnostic imaging. The device was explanted to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
As received, analysis of the outer and inner helix was performed and observed to be within required specifications. Electrical and mechanical analysis was performed and indicated normal functionality. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.